Event description:
It was reported that an error code displayed during initialization. The probe was replaced and the breast biopsy was completed with no pt consequence. The device was returned for analysis.